Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl). The pod was worn between 37 and 48 hours on the abdomen. It was noted that the adhesive was not secure. The cannula dislodged from the site and was damaged. Hyperglycemia treated with manual injection, consuming water and exercise. The patient resides in the netherlands and was traveling to greece when the reported had event occurred.